Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date. The implantation dates provided are (B)(6) 2006 or (B)(6) 2009. However, it was not specified which implantation date is applicable. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.